Manufacturer narrative:
The device history record for this device was reviewed. No deviations or nonconformances pertaining to sn 17170 were noted in the record; the device met all functional and performance specifications prior to release for distribution. Follow up has been attempted with the healthcare provider to determine the status of the device and to receive patient information. The device is not available for evaluation as it remains implanted in the patient at the time of this report. Blank fields in the MDR form represent unknown information. If additional information is received, a supplemental report will be filed.

Event description:
Intera oncology received a report from a healthcare provider of an intera 3000 hepatic artery infusion pump returned "3 ccs of air" during the last refill. The healthcare provider reported that the same incident occurred two weeks earlier during the previous refill.

Manufacturer narrative:
The device history record for this device was reviewed. No deviations or nonconformances pertaining to sn (B)(6) were noted in the record; the device met all functional and performance specifications prior to release for distribution. Supplement is to add patient information (as made available) from the healthcare provider. The healthcare provider indicated that they did not find anything to suggest a device issue. The device is not available for evaluation as it remains implanted in the patient at the time of this report. Blank fields in the MDR form represent unknown information. If additional information is received, a supplemental report will be filed.

Event description:
Intera oncology received a report from a healthcare provider of an intera 3000 hepatic artery infusion pump returned "3 ccs of air" during the last refill. The healthcare provider reported that the same incident occurred two weeks earlier during the previous refill. Later follow up with the healthcare provider indicated that the air return was most likely due to a technical issue at one of their pump fills. The healthcare provider obtained cross-sectional imaging and interrogated pump with ir and did not find anything to suggest catheter disruption or leak. The pump remains implanted in the patient.